Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At around 1:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of either 5.5 inr or 5.3 inr. At 2:42 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.5 inr. The patient's warfarin/coumadin was held and vitamin k was given to the patient based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is good. The patient's therapeutic range is 3 - 3.5 inr. The patient's testing frequency is every two weeks. There were no changes in the patient's warfarin/coumadin dosage prior to the event. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in diet or medication. The patient did not have a special or unusual diet. The patient started a new medication for her heart at the end of (B)(6) 2018. The patient had no bleeding or bruising which required medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: masterlot strips: qc 1: 1.3 inr , qc 2: 1.3 inr , qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.